Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Respiratory failure and septic shock are known potential complications associated with all patients implanted with vad's. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The medical team stated that they believe the reported event to be possibly be related to the implant procedure and the patient condition. Pneumothorax is typically caused by a change in pressure in the lung due to an opening in the chest and/or lung wall causing the lung to collapse and put pressure on the heart. Pneumothorax can occur a number of ways including traumatic force or impact to the chest and lung wall such as that which may occur during medical and surgical procedures. Based on the available information; however, a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the reported event are multifactorial and may be attributed to the implant procedure and patient comorbidities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that two days post lvad implant procedure chest x-ray noted a new, small, right apical pneumothorax. The patient was asymptomatic during this time with oxygen saturation 97-100% on oxygen via 2 liters nasal cannula. On (B)(6) 2015, the patient reported acute shortness of breath, with respiratory rate ranging from 18-35 and requiring o2 via high flow nasal cannula to keep saturation between 92-100%. Chest x-ray confirmed an increase in the size of the pneumothorax. A pigtail catheter was subsequently placed at the bedside. Oxygen requirements were weaned to room air by (B)(6) 2015. On (B)(6) 2015 a chest CT was performed which revealed that the loop of the pigtail catheter was in the right major fissure; it also showed ongoing presence of small pneumothorax. Due to migration of pigtail catheter, it was replaced. The pigtail catheter was removed on (B)(6) 2015 and interventional radiology noted that the pneumothorax had resolved. (B)(6) states that pneumothorax had resolved, and no pneumothorax is noted on (B)(6) x-ray. The medical team believes this event to be possibly related to the implant procedure and possibly related to the patient condition.